Event description:
In 2006, the lay user/reporter contacted lifescan alleging that the one touch ultrasmart contributed to the patient's ketoacidosis because the meter was reading inaccurately low. The patient reportedly received treatment from the emergency room before in 2006 (around 4am) for ketoacidosis. The medical affairs specialist sent a letter 5 days later since the patient/reporter cannot be reached by telephone for more information. The following information was provided at the initial call with the customer care advocate (cca). At an unspecified date/time, the patient got a "210 mg/dl" before he developed symptoms of abdominal pains, headache, and vomiting. The cca verified that the meter was correctly set to "mg/dl" and the correct testing and cleaning techniques were used. The patient reportedly did not test on his meter while experiencing the symptoms. In 2006 (around 4am), the patient was taken to the emergency room wheree he received IV fluids and reportedly got a blood glucose result of "480 mg/dl" on another one touch meter. It would be helpful to obtain the following: when the patient obtained the "210 mg/dl" reading in relation to when the patient's symptoms started, the patient's diagnosis/treatment, and if the patient made any changes to his diabetes care based on the meter readings. It would also be helpful to know what readings the patient was receiving prior to the 210 mg/dl. The patient reportedly was obtaining inaccurate low meter readings and eventually received medical treatment for high glucose levels. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter an strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemtal report.